Event description:
The nurse of a (B)(6) male patient called zoll customer support to report that the patient's battery charger was not charging his batteries. The patient was issued a replacement battery charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger sn (B)(4) has been completed. The reported problem (not charging batteries) was confirmed. Upon investigation, the battery charger was not powering up. The cause for the failure was isolated to recessed pins on the battery charger power supply connector. The root cause for the recessed pins could not be positively identified but was likely excessive force. No adverse event resulted from the damaged connector pins. The patient received a replacement battery charger.